Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during an intraocular lens (iol) implant procedure, doctor after implanting the lens, noticed an unnatural deformation of one of the haptics. The haptic did not develop after implantation, which resulted in incorrect lens centration. The iol was explanted during initial procedure and a new unspecified lens implanted with the same parameters. The patient had no symptoms. Additional information has been requested.